Manufacturer narrative:
Method: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
(B) (4) crm received information that the left ventricular was abandoned due to a patient infection.